Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR date is unk. The suspect device has been implanted and it is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
In 2008, it was reported to boston scientific corp that a polyflex esophageal stent was used in a stent placement. According to the complainant, in 2008, approx two weeks after implantation of the stent for a fistula in the esophagus, the fistula had grown and eroded into the trachea. It was further reported that the relationship between the stent and the growth of the fistula was unk. The complainant indicated that placement of another polyflex esophageal stent was planned to remedy the fistula and tracheal erosion.